Event description:
Forty five minutes into hemodialysis treatment, pt complained of neck and back pain. Blood tubing noted to be kinked in blood pump. Blood specimen spun and serum noted to be strawberry color. Pt. To hosp via ems with sob and o2 at 3l per nasal camula.